Event description:
The customer stated that she was accidently connected while priming and may have delivered over 30 units of insulin into her body. The customer's blood glucose read "high" on the glucometer. Paramedics were called to assist the customer to prevent a possible hypoglycemic event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.